Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient stated that she was taken to the emergency room due to blood glucose levels greater than 500 mg/dl. The patient stated that she lost consciousness while she was at work, and the paramedics were called. The patient stated that she had called earlier that week to report no delivery alarms, but no notes were in the system. The patient did not trust the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.